Event description:
Cardioquip service received a request to have sampling kits sent to the customer so that they were able to determine whether or not this device was contaminated. Lab testing results indicate a concentration of >114600 mpn/ml, so an internal water pathway replacement was recommended for this device. This issue was identified on 12/20/2022, no patient involvement was reported.

Manufacturer narrative:
When cardioquip received the suspect device, an hpc test was performed to provide an assessment of water quality. The results came back outside of cardioquip's specifications, confirming bacterial contamination within the device. The device was returned to specification via an internal water pathway replacement. After being repaired, the device passed inspection and is fully functional.

Manufacturer narrative:
Cardioquip service received a request from a customer to have sampling kits sent out to their facility to test for bacterial contamination in their device. The lab test results returned a concentration of contamination in the device that exceeds the allowable threshold set by cardioquip. Because of the test results, cardioquip epidemiology recommended an internal water pathway replacement. The device was received by cardioquip on 3/6/23 and is awaiting further investigation and service.

Event description:
Cardioquip service received a request to have sampling kits sent to the customer so that they were able to determine whether or not this device was contaminated. Lab testing results indicate a concentration of >114600 mpn/ml, so an internal water pathway replacement was recommended for this device. This issue was identified on 12/20/2022, no patient involvement was reported.